Event description:
The reporter contacted animas on (B)(6) 2012 alleging the patient was admitted to the hospital with the diagnosis of diabetic ketoacidosis on (B)(6) 2012 at approximately 9:00 pm. The patient was reported to have had elevated blood glucose (bg) of 546 mg/dl with ketones, nausea, vomiting and abdominal cramps. During hospitalization the patient was discontinued from insulin pump therapy and was begun on an IV insulin drip. The reporter stated that when the patient's infusion set was removed, there were no issues with the set, cannula, or site. The patient was reportedly discharged from the hospital on (B)(6) 2012 at approximately 4:00am on a backup plan with lantus and novolog until which time the pump could undergo troubleshooting. The patient's bg at the time of the call to animas was 146 mg/dl. The reporter stated the pump had been emitting multiple occlusion alarms since (B)(6) 2012. The reporter stated that the pump was able to be primed each of these times. Review of the prime history indicated the site/set was not being changed every 2-3 days. The patient had changed the site several times due to the occlusions, but was not changing the cartridge but every 4-6 days. The reporter confirmed the site had been changed out 4 times using expired supplies. This complaint is being reported because the patient experienced elevated bg resulting in hospitalization while on insulin pump therapy using expired supplies.

Manufacturer narrative:
The cartridges have not been returned to animas for evaluation. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.